Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00432, 509-00-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - surgeon thought there was an infection, performed washout and swapped poly.